Event description:
It was reported by service report that the fowler will not go down. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Motion interrupt pan, outer panel, headboard, footboard, and labels.